Event description:
It was reported that continuous glucose monitor displayed error message, and caller sought assistance to address issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, confirmed error message did not return after reset, and successfully started new sensor session, with no additional actions reported.